Event description:
Aditional info received from the dr's office revealed that the there was no diagnosis of infection documented at the pt's chart. Antibiotics were prescribed due to pts concern, but there was no clinical indication.

Event description:
The pt reported that pt underwent a mastectomy/tram flap surgery in 2000. Pt reports that a scab formed at the umbilicus that did not go away upon bathing. Four to five weeks after the procedure the pt visited physician for a follow-up. The physician removed the scab and found pus at the suture site. No info on treatment is currently available.